Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) has reached elective replacement indicator (eri) with a monitor voltage of 2.69 volts and 20.1 second charge time. Boston scientific technical services (ts) was contacted and discussed how the ICD works. No adverse patient effects were reported. Additional information received states that the patient with this ICD has been scheduled for a change out procedure in the near future.

Event description:
Additional information received states that this ICD was removed from service with a reason of normal battery depletion. No adverse patient effects reported from the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
At this time the ICD remains in service. Should additional information become available this investigation will be updated.